Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage on the proximal end where the struts were bunched and pulled distally. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 75% stenosed, 10mmx3mm, concentric, de novo target lesion was located in the midly tortuous and moderately calcified right coronary artery. A non-bsc guidewire and balloon catheter was selected for used. A 3.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts of pre-dilation. The procedure was completed with a non-bsc device. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.